Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pca tubing was found to be leaking at connection site with IV fluids. The original intended procedure was IV infusion. The device had failed. It broke and the customer could not get it to work, or the device had stopped working. The device did not do what it was supposed to do. The device was hard to use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 3910205 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.